Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences. The patient will be further monitored.